Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected low battery alarm, replace battery alert, replace battery now alarm, failed battery test alarm, battery power loss alarm or blank display noted during testing. Unit passed the dat test at 0.08620 inches.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and blank display. Customer's blood glucose value was 482 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will return device for analysis.